Manufacturer narrative:
H6- investigation type code: 4110- lens work order search-no similar complaint event(s) within associated lots were found. H6- health effect- clinical code: 4581- slight pigmentation. H11- manufacturer narrative: baseline iop elevation is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced a elevated iop. Medication was prescribed. Reportedly, "after 15 days postoperatively iop had a slight increase to 20. Doctor prescribed eye drops, with medication control iop is 14" and "doctor observed slight pigmentation 15 days after surgery." The lens remains implanted. It was later reported, "we received medical recommendation from medical affairs, the doctor follow them and the patient is fine". The cause of the event was reported as unknown. Attempts to obtain additional information have not been successful. If additional information is received a supplemental medwatch report will be submitted.